Event description:
The complainant also reported that a placement signal not reliable alarm was noted.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for topical signal issue. Clinical reports placement signal not reliable with absent placement signal. No events or clinical details occur during placement signal (ps) outage. The pump was not returned. Upon review of the data logs, it is apparent that the console is the potential cause of the issue. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B5 updated to include placement signal issue description. H6 updated to include placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-28380. A4 updated. D6b updated. D10 concomitant medical products and therapy dates updated.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 63 year old male patient on an impella 5.5 that had runs of ectopy on monitor during support. Also, the patient was treated with antibiotics due to sepsis. Additionally, the patient experienced retroperitoneal bleed and two units of blood were administered. The patient continued on support.